Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging error 2 issue. At the time of troubleshooting, the customer care advocate (cca) confirmed that the same test strips worked ok on her back up meter (otu2). This complaint is being reported because the reported issue with the subject meter was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.